Event description:
On 05/08/2023, it was reported by a sales representative via phone that an ar-1588rtt acl fibertag® tightrope ripped and would not allow appropriate tensioning. This occurred during a quad acl on (B)(6) 2023 while tensioning the tibial side of the inner sheath the tight rope ripped and would not allow appropriate tensioning. This device was removed, and the case was completed using another ar-1588rtt. There was no patient effect reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Since the complaint device was not returned, a physical evaluation of the device was not performed. However, the complaint allegation is not confirmed without the device being returned or any photos provided. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.